Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with f-94 failure code was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a defective main battery. The main battery was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with failure code 49; this condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no report of patient/user involvement, injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.